Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "during using the tube, it found that the tube had low draw. The nurse immediately replaced the tube and pumped out the air in the tube to draw blood again."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary no customer samples and no photos were received in support of this complaint. Therefore, 10 retention tubes were functionally evaluated and the issue of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode from the results of the retention sample testing. Bd was unable to determine the root cause of the issue of underfill. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "during using the tube, it found that the tube had low draw. The nurse immediately replaced the tube and pumped out the air in the tube to draw blood again."